Event description:
The international distributor of cryocyte freezing containers reported a cryocyte bag ruptured during thawing. All stem cell product was lost. The patient received the contents of three other bags and had enough stem cells for engraftment. The duration of storage was approximately 1 month in liquid nitrogen vapor phase. The fill volume was 105 ml. Cryopreservation, but not storage, was performed in metal cassettes. A controlled rate freezer was used. The sample has been requested by baxter, but not yet received.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. It has been initiated to investigate customer reports of cryocyte bag breakages. If the sample is received from the customer, a follow-up MDR will be submitted.